Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred three weeks prior. Exact date not known and time was reported as around 5:00 pm. Pt said she tested with her prodigy meter and received a reading of 275mg/dl. She called medics and they arrived 5 minutes later. Their meter read 150 mg/dl. Pt was transported to the emergency room and the reported glucose level was 152mg/dl. No report of treatment and/or duration of emergency room visit. Pdc's cc rep discovered that pt stored ts in plastic bag. Pt was advised to keep ts in bottle until ready to use. Pdc sent replacement and a prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Pdc received the suspect device. It had no damages and appeared to be in good condition. All functions worked properly. Cs tests were performed and all results were in range. No failures were detected.